Event description:
A board certified dermatologist injected "radiesse" into areas of my face beneath the eyes. I am a totally healthy airline pilot with no pre-existing conditions. The injections were recommended to "fill" what the dermatologist considered "sunken" or "hollow" areas beneath my eyes. The desired effect was to gently fill those areas, giving my face a "fuller look" and to enhance the cheek bone elevation. The injections were administered through my mouth - like a dental procedure, which included appropriate anesthesia - so as to avoid topical bruising and injection site point evidence. The injection process and subsequent "smoothing" massage administered by the doctor and his assisting technician was rather aggressive. Within a few hours, dramatic bruising appeared beneath my eyes. Under the left eye, an obvious, raised swelling appeared along with what looks like specific areas of defined sunburn under each eye. I began to experience eye irritation which includes a dramatic change of color - from healthy looking to a claret red - to the skin area which defines both eye openings ... Concentric circles. These events include intense burning/irritation of the eyes. Nearly three months after the process, I still deal with the swelling beneath the left eye, the two defined areas of "sun burn" look beneath the eyes, and the sporadic change to the skin color around the eye openings, an event which I can best describe as a major "histamine event" ... And it occurs quickly without warning. It lasts sometimes for several days, then fades gradually before reappearing again in the same manner. The treatment regimen has included: direct injections of cortisone to the swollen areas beneath the eyes; topical application of "protopic" ointment to the red, "sun burn" areas; oral medication to fight inflammation; and "tobradex" ophthalmic suspension to battle eye irritation. Dates of use: one day in 2008. Diagnosis or reason for use: facial filler. Event abated after use stopped: no.